Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to undersized cylinders. The reservoir was visible under the skin, it was malposition. It was further noted that the fluid within the reservoir was bloody. All components were removed and replaced with a new ipp. There were no additional patient complications reported.